Manufacturer narrative:
Concomitant products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that there were readings of greater than 10000 ohms. It was noted that the reporter interrogated and impedances on #3/5/6 were found to be greater than 10,000. It was unknown when this occurred. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient was able to do the MRI study and everything went very well.